Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Event description:
It was reported an issue with monoplus suture. The client reported that the needles are upside down in the packaging and two threads had knots. There is no patient involvement.

Manufacturer narrative:
Corrected data: e2 is yes instead of no as reported in the initial medwatch. Also, is added the occupation (e3). Summary of investigation: there are no previous complaints of this code-batch. We manufactured and distributed in the market 504 units of this code-batch. There are no units in our stock. We have only received an open sample for analysis. The thread of the open sample does not show any knots and the needles are well fixed in the support cardboard, but downwards. The needles were well fixed and positioned in the manufacturing process, but were probably turned down afterwards. Taking into account that no other customer complaints have been received concerning this issue for this code-batch, we consider that this is an isolated and accidental unit but whole batch is correct. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfils usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most likely root cause of knot on the thread defect has not been determined, as no closed samples have been received and the open sample received showed no knots when the suture is removed from the package. The most likely root cause of needles wrong placed in the pack defect was probably caused after being fixed in the pack during manufacturing process by mistake. Final conclusion: considering that the open sample received does not comply with the product specifications regarding the defect of incorrect positioning of the needles, we conclude that the complaint is confirmed. Corrective measures: actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.